Manufacturer narrative:
The additional vessel closure devices with reported issues are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with three prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly in the rcfa, after the first puncture there was no flow or connection to the vessel. The physician tried a second puncture a bit too high (above the inguinal ligament). The first prostyle device was deployed, however the needles came out without the suture. A second prostyle was deployed and worked as intended. The evar procedure was completed via a sheath greater than 10f. The physician decided to close the rcfa surgically after [the second prostyle suture] was not where it needed to be. In the lcfa, a third prostyle device was deployed. The suture came out with the plunger but unattached from the needle when it was being pulled out [separation]. When removing the device, the suture came out from the patient. The sutures of two new prostyle devices were successfully pre-placed in the lcfa. The sheath was upsized to a sheath greater than 10f and the evar procedure was completed. Hemostasis was achieved in the lcfa with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulty. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is possible the material separation (suture) was a suture retrieval (cuff miss) caused by, an interaction with patient anatomy. However, it is also possible, there was a decoupling of the link after deployment, followed by a release of the suture from friable vessel. These possible causes are suggested by the procedures other listed difficulties indicating anatomical challenges. The product risk assessment identifies these as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.